Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for "hi" blood glucose test results. Girlfriend is calling on behalf of the customer. The test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2016. The product is stored according to specification the meter memory was reviewed for previous test result history: (B)(6). The customer always runs his blood 30 minutes to 45 minutes after eating. He never runs a fasting blood sugar. He always has high blood readings in the 400 to 500mg/dl and above.